Event description:
It was reported after closing the pocket at implant the lead had dislodged. The pocket was opened and the lead repositioned. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.